Event description:
A malfunction alarm with code malf 24 was reported, and it could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer planned to use a backup pump or mdi to maintain insulin delivery and was provided with a replacement pump by technical support. The customer was also given instructions on how to put the pump into storage mode and return the faulty pump using a prepaid label.